Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with two preface® guiding sheaths with multipurpose curve and a hemostatic valve separation occurred. The device was visually inspected detail an no anomalies we found on the received unit. However, the brim cap was detached from the sheath introducer and it was not received for analysis. In addition, a lab sample vessel dilator and a lab sample smarttouch catheter were introduced into the unit and no anomalies were observed. Then per the reported event, the outer diameters of the hub ring was measured and was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR and phr review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified as that the brim cap was received separated of the ring hub. However, the device passed the functional analysis. It remains unknown the root cause of the failure since the device did not present evidence of a manufacturing defect or any anomaly that could contributed to the failure reported.

Manufacturer narrative:
The manufacturing and expiration dates were received on 06/30/2017. The corresponding fields of this report have been updated. The bwi failure analysis lab received the device for evaluation on 07/10/2017. The analysis has begun but is not completed at this time. It was noted that the sheath missing brim cap of the mold hub. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two preface® guiding sheaths with multipurpose curve and a hemostatic valve separation occurred. During the procedure, when the voltage map was being created with the pentaray nav eco catheter in the preface, the valve of the preface had come off. It is unknown if it was a full or partial detachment. There was no bleeding. The preface was replaced and mapping was attempted again and the same issue occurred. The issue was resolved by changing the preface to a competitor's sheath. The procedure was completed without patient consequence. This event is MDR reportable because there is potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death. This event will be reported under both preface sheaths used during the procedure.